Event description:
(B)(4). It was reported by the consumer's legal representative that allegedly one of the rims on the t4 custom mechanical wheelchair was broken. There was no patient injury reported.